Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an innova stent delivery system (sds). There was blood on the handle and in the shaft. There were numerous kinks throughout the shaft. The shaft was separated and received in four pieces with consisted of the outer sheath and middle sheath, the proximal inner, and the inner liner. The handle with closed with the pull rack all the way out of the handle when received. The handle was opened during analysis. The retainer had 0.5mm of the middle sheath protruding from the end. The separated end of the middle sheath was jagged with the braiding exposed, which indicates that the separation was due to tensile overload and excessive force. The first tab on the pull rack next to the retainer was damaged. It is possible that the separation of the middle sheath from the retainer is what caused the popping noise that was reported. The clip was in place in the handle and the rack was free; when received. The stent was not received for analysis; as it was deployed per the reported event. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft detachment and stent damage occurred. The target lesion was located in the left superficial femoral artery. A 6x200x130 innova stent was advanced to treat the lesion. The physician began to deploy the stent with the thumbwheel. The stent deployed about 50mm and then the tension on the thumbwheel gave as if it was time to deploy with the pin and pull action. The physician started to pin and pull and heard loud "pop" within the deployment handle of the stent. At that time, the blue plunger became loose and the physician pulled it completely out of the deployment handle. An inner sheath was left behind. The physician had to pin the inner sheath and pull the handle back to deploy the stent but the stent becomes elongated. Once the stent was fully deployed, the inner sheath came out freely and then a third inner catheter component came out. Another stent was deployed inside the portion of the elongated stent and the procedure was completed. No patient complications were reported.